Event description:
This MDR is related to MDR 3013840437-2023-00048, referring to the same patient. This spontaneous report was received from a physician via a sales representative and concerns a female patient. She was injected with radiesse, at 2 p.m., on (B)(6) 2023. Radiesse was diluted with 1 ml of adrenaline xylocaine (product preparation issue, off label use of device). Needle used for injection was a 22g cannula, fine retro tracing of 0.1 ml. At that time, the patient had no pain or change of color. The patient stayed an hour after the session for comfort care (mask + led). On (B)(6) 2023, 2 days after the radiesse injection, the patient experienced a necrosis on the right side of the chin. On (B)(6) 2023, the patient called the physician as she was worried about a right chin hematoma. The physician was challenged by the aspect of the left side of the chin which presents a livedoid vasculitis, without pain, nor pustule. On (B)(6) 2023, the patient experienced pain and very intense bruising. On (B)(6) 2023, the patient was itching since this morning. On (B)(6) 2023, at 4 p.m., as advised by a colleague who thought of ischemia, the physician called the patient back and scheduled a hyperbaric chamber sessions, at the hospital. Starting the patient on a program of 10 hyperbaric chamber sessions. The patient was due to receive an injection of hyaluronidase after the session. Further corrective treatment included an injection of 1500 units of hyaluronidase diluted in 2 ml of xylocaine. The treatment proscribed for the following 5 days included 1 g of augmentin (three times daily), 500 mg of zelitrex (two times daily), 80 mg of prednisolone (daily), 20 mg of tadalafil (daily), 500 mg of aspirin (daily) and low molecular weight heparin 4000 (twice a day). On (B)(6) 2023 at 09:30, the reporter informed that the patients state was stable, no worsening but not really improving. Due to the provided information, the outcome of the events was considered as not resolved (reported as unknown).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event livedoid vasculitis (chin) (pt: injection site vasculitis), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.